Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer had stopped working suddenly, it was noted that the power supply was out of specification (inoperable) and it was replaced.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID r2290 software analyzer. (B)(4).

Event description:
It was reported that the programmer stopped working suddenly as if its power source had been switched off. It was attempted to start the programmer again and it switched itself off again. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.